Event description:
Philips received a complaint on the v60 ventilator indicating that there is an o2 leak at the oxygen manifold. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had attempted to use different hoses and determined that the o2 leak was coming from the manifold. The customer requested from the rse that a field service engineer (fse) go to the customer site for an onsite inspection and repair of the device. This investigation is ongoing.

Manufacturer narrative:
On 06jan2026 the field service engineer (fse) went to the customer site and replaced the gas delivery system (gds) to resolve the issue. The fse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The fse confirmed that there were no leaks from the o2 manifold or the machine. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.